Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted heavy calcium on the valve, diseased looking and not healthy, some thickened and thin leaflets which caused visualization issues. This was a very ill patient that had been turned down for all other modalities of treatment. The clip delivery system (cds) was advanced to the mitral valve, and the clip grasped the leaflets fine. However, upon leaflet insertion assessment, a perforation was observed. After extensive evaluation, it was determined that there was no viable location on the lateral side to place a clip. Therefore, the clip was re-positioned and placed centrally on the a2/p2. The clip was deployed and the perforation was left untreated. One clip was implanted, and mr is 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported unchanged mitral regurgitation (mr) appears to be related to challenging patient anatomy and tissue injury. The reported tissue injury appears to be related to procedural circumstances. Tissue injury and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. In addition, the poor image resolution was due to patient morphology/pathology as it was further reported that imaging during the procedure is quite challenging due to patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.